Event description:
Ems personnel arrived on scene and treatment was transferred by police department personnel for an "extremely hairy" patient who had been down for an unknown amount of time with few signs of lividity. The police department's combination electrodes were removed and the ems crew's combination electrodes were attached to the patient. The reporter stated that the patient's chest was not prepped prior to attaching the electrodes. The device was powered on and reportedly gave numerous connect electrodes messages. The device was reported to have rendered a shock advised decision, but displayed charge removed when the device began to charge the storage capacitor. Paramedics arrived on scene and the patient was pronounced dead. The reporter stated that the device did not cause or contribute to the patient's outcome.